Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: cath lab - supply. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the suture, footplate, and collagen were absent during 8f angio-seal vip deployment. The patient was discharged post-op. The procedure was a successful interventional procedure. Additional information was received (B)(6) 2022. The procedure performed for the patient, prior to the use of the angio-seal closure device was a cardiac intervention. A 7fr procedural sheath was used. A pre-deployment angiogram was performed. Groin run completed. No contraindications. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. Routine deployment until they pulled back and out. The entire sheath slid out with no resistance. They stated sheath looked empty of all angio-seal components, as if there were no components at all. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
One 8fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.